Event description:
The patient is a (B)(6) who is going through some hormone changes and has been having elevated blood glucose. One of the contributing factors for his hyperglycemic episodes could be due to the patient's puberty stage. Furthermore, his doctor has altered his carbohydrate to insulin ratio (B)(6) ago. On (B)(6) 2011, the patient allegedly was treated with IV fluid for high blood glucose and ketones. During troubleshooting, the animas representative confirmed the animas pump is programmed correctly. The basal segment is set accurately. The infusion set did not have any bend or kinks. The date and time of the pump was off and was reprogrammed to the correct date and time during training. There was no evidence that the animas pump had malfunctioned. This complaint is being reported because the patient allegedly was treated for hyperglycemia while he managed his diabetes with the animas product. The causation of the allege hyperglycemia may possibly be due to user error, hormone and/or insulin regimen changes as there was no evidence of a product malfunction. Hence, this event is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The data from the date of the reported hospitalization is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.